Manufacturer narrative:
Alleged failure: upon the first deployment of the curved air max meniscal suture, it loads correctly, but when fired, both peek implants are released simultaneously. The surgeon has requested that this issue be reported to quality, and the item will not be charged. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Visual inspection: the anchors were deployed. Both anchors were damaged; one was broken, and the other was bent. The probable root causes could be: 1) use of excessive force, 2) incision too small, 3) inadequate or improper visualization, 4) user does not use sled or other technique to prevent catching on soft tissue, 5) user not familiar with device use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that upon the first deployment of the curved air max meniscal suture, it loads correctly, but when fired, both peek implants are released simultaneously.

Manufacturer narrative:
Alleged failure: upon the first deployment of the curved air max meniscal suture, it loads correctly, but when fired, both peek implants are released simultaneously. The surgeon has requested that this issue be reported to quality, and the item will not be charged. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) use of excessive force, 2) incision too small, 3) inadequate or improper visualization, 4) user does not use sled or other technique to prevent catching on soft tissue, 5) user not familiar with device use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that upon the first deployment of the curved air max meniscal suture, it loads correctly, but when fired, both peek implants are released simultaneously.